Event description:
The customer stated that in 2008, they had to reboot the system to restore centralized pt monitoring and that the system was down for approximately 1.5 hours. No pts were adversely affected by the reported product problem. Note: further info for the pt identifier was not available.

Manufacturer narrative:
The method of evaluation was inspection of the device's electronic log file which was obtained by modem connection. The date for "returned to manufacturer" is blank because it was not necessary to return the device to the manufacturer to perform the investigation. Manufacturer's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. It was not necessary to return the device to the manufacturer to perform the investigation. The device's electronic log files were obtained by modem connection and its contents were analyzed. Investigation of the log files showed no malfunction occurring in 2008 at reported, but do show one occurring early the following day at 6:36 am. The instance recorded by the log file is presumably the event that the initial reporter was recalling. The conclusion of our investigation is that the reported malfunction (a system reboot or restart) was caused by a power interruption to the cpu. It is unclear if the power interruption was due to the user intentionally or unintentionally pressing the power button or by other causes of power interruption. Verifiable downtime was about 13 minutes, not 90 minutes as claimed by the reporter. The available evidence is insufficient to conclusively determine root cause beyond an apparent power interruption to the cpu. There is no conclusive evidence of a hardware or software malfunction.